Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure (nexpowder blocking the working channel from the distal end) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps passage was clogged due to foreign material and the nozzle had debris under it. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; blocked working channel with nexpowder could be due to a reprocessing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device got next-powder blocking the working channel from the distal end during a therapeutic colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.